Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative found the laser controller printed circuit board (pcb) was intermittently nonconforming and did not completely impair the laser functionality. Additional information received from the company service representative noted the customer wanted to use the laser as is and did not want to authorize payment of the new laser controller printed circuit board (pcb). The system was then tested and found it to meet relevant specifications. The system was manufactured on march 5, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser function was unavailable prior to a surgical procedure. The backup system was used to initiate and complete the surgery.